Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric reader was not functioning. A field service engineer dialed into the machine and performed a reboot to restore the biometric identifier functionality. The field service engineer observed the screen and confirmed that nurses were able to log in multiple times using the biometric ID without any issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a biometric reader was failed. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.